Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil could not be repositioned in the aneurysm. It was judged that the coil was tangled in the coil mass and got stretched when an attempt was made to retrieve it. Torque was applied to purposely detach the coil, and the remaining part of the coil was then pushed into the aneurysm by flushing the microcatheter with a syringe. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, the patient's anatomy was severely tortuous, and excessive force was not applied while advancing the coil. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during repositioning of the subject coils in the aneurysm, the subject coils stopped moving. The operator concluded that the subject coils were tangled and attempted to retrieve them. However, the subject coils got stretched and could not be retracted. They were detached by torque and remaining part of the subject coils was flushed into the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.